Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the reported issue turned out to be about a frozen occlusion thumbwheel and that the issue occurred during setup. Through further follow-up communication livanova deutschland learned that this was a duplicate of another case which has been assessed as non reportable. A frozen occlusion thumbwheel can always be detected before the procedure thus, it is not likely to contribute to death or serious injury.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The device was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump is not turning properly during procedure. There was no report of patient injury.